Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: customer in preop alerted me today that she¿s been having trouble with the int caps. You cannot flush fluid through them. She said she¿s had a couple of others this week and the one she tried to use today did it as well. I tried myself and ended up being able to flush through it but I had to push super hard on it to get it to work, it definitely wasn¿t acting right.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 07/06/2020. Investigation conclusion it was reported the tubing has an issue with flushing (occlusion). Received from the customer is one used standalone smartsite connector model 2000e, lot 20045446. The smartsite was visually inspected for cracks, deformations or other damages to the component. No anomalies were observed with the received smartsite during visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through the smartsite via flush. Fluid flowed throughout the smartsite with no difficulties or occlusions occurring. A device history record for model 2000e, with lot number 20045446, was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 03apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the customer¿s report could not be identified because the smartsite primed successfully with no occlusions occurring. The customer¿s report that the tubing has an issue with flushing was not confirmed. Functional testing of priming was successful with no occlusions occurring. Visual inspection also found no anomalies with the received smartsite connector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: customer in preop alerted me today that she¿s been having trouble with the int caps. You cannot flush fluid through them. She said she¿s had a couple of others this week and the one she tried to use today did it as well. I tried myself and ended up being able to flush through it but I had to push super hard on it to get it to work, it definitely wasn¿t acting right.